Manufacturer narrative:
Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported blurry vision in both eyes one day post lasik. The patient was noted to have 2+ diffuse lamellar keratitis. The topical steroid eye drop dosage was increased and an oral steroid was prescribed. Additional information received states the patient's symptoms resolved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.